Manufacturer narrative:
Please refer to the attached analysis report of file.

Event description:
Reportedly, on (B)(6) 2016 during an internal inspection, a pacemaker was interrogated while in the box and then found to be in standby mode. The product was therefore determined to be non-conforming.

Manufacturer narrative:
UDI number : (B)(4).

Event description:
Reportedly, on (B)(6) 2016 during an internal inspection, a pacemaker was interrogated while in the box and then found to be in standby mode. The product was therefore determined to be non-conforming.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2016 during an internal inspection, a pacemaker was interrogated while in the box and then found to be in standby mode. The product was therefore determined to be non-conforming.